Event description:
It was reported that the customer received multiple occlusion alarms during a 5 unit bolus delivery. Customer had elevated blood glucose levels (436 mg/dl). Cartridge and infusion set had been in use for one week. Customer successfully changed the cartridge and resumed insulin therapy.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.